Event description:
It was reported that, "the targeter/guide broke while the surgeon pressed down on the fracture lock".

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.